Manufacturer narrative:
A medtronic representative was able to solve this issue via telephone. The site had the system plugged into an extension cord and a mobile power strip. The medtronic representative had the site check the battery status after leaving it plugged directly into a wall outlet. It was found to be normal. No further issues were reported. Issue was resolved over the phone.

Event description:
A medtronic representative reported that after leaving the image acquisition system (ias) unplugged for about 10-15 minutes in the hallway, the battery indicator was down to about 1 bar. No patient was present during the time of the reported incident.